Event description:
During a check-out procedure at the manufacturer's service center, an issue related to a ventilator's leak was observed. The device was not in patient use. The reported issue was confirmed. The device failed test steps during testing. The sensor board and the flow sensor assembly were replaced to address the issues.